Manufacturer narrative:
(B)(4). Batch # n57g0d. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video assisted thoracic surgery wedge resection procedure, on the first firing of the endocutter, with a gold reload, no buttressing material, the endocutter stopped firing three quarters of the way through its firing. The endocutter cut the tissue and successfully deployed staples three quarters of the way through the cut. No oversewing was performed. The endocutter was removed from tissue using the manual override. A second like endocutter with a second like gold reload was used to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60d cartridge was loaded in the device. Additionally, the reload was received partially fired 2/3. Upon evaluation of the reload, the cartridge deck, one piece sled and some drivers were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.